Event description:
Post-op pt f/u revealed that the lag screw had disengaged from the washer; construct loosening.

Manufacturer narrative:
Intended procedure was charcot midfoot reconstruction. Surgeon believes that the pt's foot dorsiflexed during casting and possibly caused the construct to disengage.